Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reportedtimeline data showed there were certain days where their implant was not triggered on in the morning. It was unknown if the issue was resolved or any actions taken related to the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer's representative (rep) via a healthcare provider (hcp) that for approximately the last three months, the patient had noticed that their tremors would worsen, and upon checking ins with the handset, it showed the ins was off. The patient would have to turn it back on. The patient was in-clinic on (B)(6) 2023, and hcp indicated all impedances were fine. Tss asked, but the caller didn't know how often the issue occurred or if it happened in certain environments. The caller was not with the patient. Tss suggested obtaining log and json files from hcp's tablet, but the mdt report would also be helpful but the caller would need to meet with the patient to create that file while in session with the ins. Tss also suggested the patient keep a diary of when they notice the ins turned off. Tss reviewed that percept should not turn off on its own, and it would only turn off if at eos or if the patient is turning it off erroneously with the handset. Additional information was received from the rep who was with the patient that the impedances were normal and noted that the patient does turn ins off at night and back on each morning. While looking at timeline data, the caller noticed that the patient consistently turned ins off at night and back on in the morning. Still, there were a few days -november 12th, in which ins wasn't turned on until 3:14 pm, and november 7th, in which ins wasn't turned on until 2:50 pm, potentially indicating that the patient forgot to turn ins back on that morning. The caller would send in the mdt report and json for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the files that were reviewed didn¿t show anything out of the ordinary. It was clear that the patient consistently turns the ins off around 11-12 pm and then back on again the following morning around 7-8 am. There were a few instances in which the ins wasn't turned on until later in the day but that was the first time it had been turned on that day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.